Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and was not successfully implanted due to helix mechanism issues. The physician attempted max amount of turns with no success of implanting the lead. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and was not successfully implanted due to helix mechanism issues.the physician attempted more than the max amount of turns with no success of implanting the lead. This lead was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing, preventing direct test of the helix mechanism. The lead passed electrical testing, the high capture thresholds allegation was not confirmed. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues. The off-label use allegation of overturning the helix mechanism more than the recommended amount of times was not confirmed.